Manufacturer narrative:
Pump received with cracked case at display window corner, cracked and bleeding lcd glass, cracked reservoir tube lip, belt clip slot, and minor scratched display window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have fallen on ice onto insulin pump and was not longer able to view display screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.